Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a bad fall and had a cut in the lumbar area and the patient could not use the device. The fall was confirmed to be unrelated to the device. The patient said it has been 3 weeks since the fall and she questioned why the device died so soon. The patient was not able to communicate with an external device. Both the patient programmer and recharger were not connecting. The patient was directed to follow up with their healthcare provider (hcp). No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that there was a dead battery so they performed a power on reset (por) and all is good and the battery is working normally as of (B)(6) 2018. The antenna locator was used for this. No further complications were reported/are anticipated.